Event description:
I was notified july 14, 2021 to stop using my phillips respironic dreamstnautocpaphumhtwifidom machine for sleep apnea which I started using for the first time in the middle of (B)(6) 2021. (Dreamstation type) this is a 4 million person recall. There are no replacement parts, options or exchanges due to the foam that lines the machine which has been degrading and releasing carcinogens resulting in such symptoms as cough, chest pressure, nausea, etc. I was admitted to the hospital (B)(6) 2021 for atypical chest pressure and a cough that was not productive. A heart attack was ruled out, and a possible diagnosis, although not proven diagnostically, was of gastrointestinal origin. The information regarding this recall by philips respironics requesting immediate stoppage of use, did not become available till recently (april 2021), but philips was notifying people as of june 14, 2021. I do not know for sure if my hospitalization was connected, but I think it is surely worth providing the information and possibly preventing others from harm. In the meantime, I have not been offered any alternatives but to discontinue use. Coming to the decision to accept using c-pap or auto pap, as mine is called, was difficult enough. Now I must stop using it with no recourse or replacement. Sincerely, (B)(6). I had stress tests, cardiac enzymes, EKG, continuous heart monitoring, blood work etc which was all negative for heart attack. FDA safety report ID # (B)(4).